Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited an out of service error and the user was failed to login. A field service engineer (fse) identified no network connection to the system. Fse moved the station and plugged it into a known good network and confirmed that the station was communicating with no issues. Fse worked with the information technology department who was unable to get the network port working for the station. Fse identified that the station was set as dynamic host configuration protocol and instructed the it department to change the network to static. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system exhibited an out of service error and the user was failed to login. Customer tried to unplug the station and rebooted it, but the issue remained unresolved. However, there were no delays or adverse events or injuries reported based on this event.